Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that the PICC placed june 2 and removed june 2 due to kinking.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer response on (B)(6) 2025: the PICC was discovered that it was kinked within an hour of placing the line, and after approximately 20 minutes of being cleared by chest x-ray. The PICC was released for use post-x-ray clearance, blood return was confirmed at the end of PICC insertion procedure. It was being used for sterile saline flush. There is no image of this particular kink at the femur level. The line was retracted back about 2 cm and it worked for a little and then once again it kinked within 30 minutes and we placed a new one on the right side. Also, this line was placed mid-thigh and securacath was used as securement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of catheter kinking is inconclusive because the failure could not be identified. One 4 fr d/l powerpicc catheter was returned for evaluation. One x-ray photograph was returned for evaluation. An initial visual observation revealed blood residues throughout the returned catheter. No obvious kinks. An observation of the returned x-ray photograph showed what appeared to be an abdomen with a blue arrow indicated by the word ¿line¿ pointed at what appeared to be the spine of the patient. No further information could be determined by the returned x-ray photograph. A microscopic observation revealed no obvious kinks along the catheter shaft. Nothing remarkable was observed during a microscopic observation of the returned catheter. Because no evidence of kinking could be observed from the returned sample, the complaint of a kinked catheter is inconclusive at this time. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.